Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a scratch that was found on the optic of an intraocular lens (iol) after implantation. The surgeon considers that the issue was caused by the cartridge. The iol sample is not available for return as it remains implanted in the patient's eye. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the associated lens and viscoelastic are qualified for use with the cartridge. The associated handpiece is not qualified for use when used with this cartridge, lens, and viscoelastic combination. The root cause for the reported event root may be related to a failure to follow the directions for use (dfu). The manufacturer internal reference number is: (B)(4).